Event description:
With husband alone at the pt's bedside it was reported that the specialty bed unexpectedly, without notice, engaged into cardiopulmonary arrest mode with subsequent rapid deflation of air mattress. Pt suffered respiratory/cardiac arrest.